Event description:
Pt being lifted by cna using lifter. Pt on lifter sling and lifted for transfer. While in air one back strap of sling broke. Pt said they just slid to floor. Cna said she did not see any fraying of strap before lifting pt and heard ripping noise when strap broke.